Event description:
It was reported that a physician attempted to place the prostar xl sutures in a pre-close fashion prior to an endovascular aortic aneurysm repair (evar). The access site was the right common femoral artery with no previous access and no calcification. The physician used standard access technique, and when he went to rotate and pull the needles through, the needles got stuck and would not come out. It was indicated that resistance was felt when trying to rotate the plastic handle on the pull shaft and when trying to deploy the needles through once the handle had been rotated. Needle back down was performed, the tips were just deployed and it was difficult to back the needles down fully. Due to this, the physician believed a needle was jammed/had lodged in the shaft of the device by the suture, and the suture was frayed. The physician did take the sutures out of their plastic sleeves and tried to pull out the slack; it took several attempts to remove the device. The physician stated he was being as gentle as possible to avoid lacerating the vessel. The prostar xl device was removed and another prostar xl device was used with no issues and successfully closed the site after completion of the evar procedure. A femoral angiogram was not performed prior to introduce the prostar xl into the groin. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the handle and needles were in backdown position. The coiled suture lumens were not returned and the suture bights were exposed at the suture tubes. The sutures appeared normal. There was a needle strike mark on the barrel face, confirming the reported experience of failure to deploy the needles. The reported difficulty removing the device and suture fraying could not be verified or confirmed as the sutures were returned intact. During testing, the handle was deployed and all the needles presented at the hub. The evidence of the needle strike mark on the barrel suggested that the needle might have been deflected by an unidentified cause. Possible factors that can cause needle deflection during deployment include, but are not limited to manufacturing, deploying the device at an angle greater than 45 degrees; or anatomical conditions such as obesity, calcification or scarring of the site. However, no information was provided regarding user technique/anatomical conditions that may have affected the device performance. During manufacturing, needle deployment of every device is checked twice to ensure that the needles/sutures are in the correct orientation. The probable cause for the difficulties experienced during needle deployment is related to the operational context in which the device was used. Review of the device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. A femoral angiogram was not taken prior to the procedure, per prostar xl instructions for use. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.